Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 24 (this alarm is generated when a power failure is detected), pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Customer is not using quick bolus speed feature on an impacted pump. Pump error 23 customer reported receiving pump error 23. Customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for > 8 hours. Error has occurred more than once after a battery change. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
The test p-cap locks properly into the reservoir compartment. Pump received with scratched case during the visual inspection. Successfully downloaded history files and traces using thump. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the adapt tool shows abnormal behavior. In further analysis in the pump history found: pump error 68 alarm on - (B)(6) 2024 14:36:30.000, (B)(6) 2024 17:09:05.000, 12/12/2024 17:42:26.000. Pump error 49 alarm on - (B)(6) 2024 14:36:30.000, (B)(6) 2024 17:09:05.000, 12/12/2024 17:42:26.000. Pump error 23 alarm on - (B)(6) 2024 14:37:45.000, (B)(6) 2024 17:10:05.000, 12/12/2024 17:43:19.000. Pump error 75 alarm on - (B)(6) 2024 17:22:35.000, (B)(6) 2024 17:26:58.000, 12/12/2024 17:41:47.000. The pump passed the displacement and active current test. No pump error 24 alarm during testing or in the pump history. However, pump received with pump error 68, pump error 49, pump error 23 after battery change, pump error 75 alarm during self test and high sleep current measurement during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. Swapping the test internal battery and no pump error 68, 49, 23 after battery change, 75 alarm during the self test and sleep current measurement is within specs. Pump error 68, 49, 23, 75 alarm and high sleep current measurement confirmed during testing, problem isolated to the internal battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.